Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked case battery tube, cracked select button on the keypad overlay, broken battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
The customer reported via phone call that battery compartment of insulin pump had crack. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer also reported that they had high blood glucose level of 300 mg/dl. Customer declined to troubleshoot. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.